Event description:
It was reported that the pt's catheter was infected. The pt's status was listed as "undetermined." No further details, pt symptoms or outcome were provided. Add'l info was requested but not available at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).